Manufacturer narrative:
Concomitant products: product ID: 8835 serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump was sub-muscular which was causing muscle spasms and pain at the device pocket. The pump was being revised to be more superficial. The patient status was reported as ¿alive ¿ no injury¿. The device system was used to deliver lioresal.